Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The aortic neck angle was slightly less than 60 degrees. Mild calcification was noted. A medtronic reliant balloon was used to balloon the aortic extender component; however, the balloon was over-inflated which caused the aorta to tear. The pt was converted to open surgical repair. Total blood loss exceeded 1 liter. The pt died from multi-system organ failure later that evening.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events include, but are not limited to, surgical conversion and death. Additional gore devices related to this event. (B)(4)